Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 39.8-40.3cm, 40.0-40.3cm, 41.0-41.5cm, 44.3-45.0cm, and 44.4-45.0cm from the tip electrode, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.0-12.0cm from the tip electrode. The etfe coating was intact at all abrasion locations.